Event description:
Consumer complaint of blood result reading of "lo". Glucose result performed at the time of the call was 155 mg/dl. Last 5 tests in memory: 22 mg/dl, 138 mg/dl, "lo", 31 mg/dl, 78 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference, user reused test strip or user's test or strip had poor fill.

Event description:
Consumer complaint of blood result reading of "lo". Glucose result performed at the time of the call was 155mg/dl. Last 5 tests in memory: 22mg/dl, 138mg/dl, "lo", 31mg/dl, 78mg/dl. No adverse event reported.